Event description:
It was reported that an insulin cartridge connector could not turn properly during attachment, and the user was guided to try a different connector from the same lot, after which the replacement functioned as intended and the user requested replacements. Customer care provided support which included troubleshooting with the user and education on proper attachment. Investigation of this case revealed that the initial connector from the cited lot did not engage as expected, while another connector from the same lot operated normally. No clinical effects reported. Outcomes included no reported impact on the user¿s health or therapy continuity. It was concluded that the event involved a device component issue limited to the reported connector, with successful resolution through use of an alternate connector and no clinical sequelae.